Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. A cook medical sales representative was present at the first case and provided details for the complaint file. Although the representative was not present at the second case, this is enough corroborating evidence to consider the complaint confirmed. We are unable to determine the root cause of the endoleak at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent aaa repair in 2009. The doctor covered one internal iliac on the contralateral side. The doctor wanted the collateral flow to build up thus covering the internal iliac. He knew that the other side would eventually leak (type I distal). He chose to take his chances, and repair it as needed. He added an additional iliac flex leg when the endoleak developed the following month. At this time the status of the patient is unknown.